Event description:
Declining health issues since having mentor saline breast implants. Long list of issues that I believe are attributed to the toxicity of my implants, such as, recurring lung infections including mac infection and recurring bronchitis and pneumonia, breathing issues, shortness of breath, severe fatigue, memory loss, brain fog, low body temp, skin bruises easily, skin doesn't heal in a normal-time-frame, scalp psoriasis, dry skin and hair, sweats, hot flashes, anxiety and depression, body aches, back pain, hip, shoulder, neck pain, basically feeling like I am close to death!